Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 80mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctkb93, conformed to the specifications when released to stock on the 29th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Additional event information has been provided by the hospital. The newly reported information does not change the results of our investigation. At present, we consider this complaint closed. If additional relevant information is provided, the complaint will be reopened and a follow-up report will be submitted.

Event description:
Updated event description based on new information received: it was reported that a valve was implanted to the patient on (B)(6) 2016 via lp shunt (the initial setting is unknown). However, the patient¿s condition didn¿t improve and got worse (headache and disorientation disorder) on (B)(6) 2017. The pressure was lowered to 120mmh2o on (B)(6) 2017, however the patient felt headache and disorientation disorder didn¿t get better. The surgeon preformed a contrast examination under x-ray and confirmed that csf was not flowing from the valve to abdominal catheter. A revision surgery was performed on (B)(6) 2017 with another valve (the initial setting is unknown) and the revised valve was connected with the primary implanted lumber catheter since it was confirmed by the contrast examination that csf was flowing in the catheter. The patient is (B)(6) years old male, and his initial is (B)(6). The original disease was sah. The patients condition was reported as improving. There is no further information provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that a drainage dysfunction was noted and a lp-shunt revision surgery was performed on (B)(6) 2017 the doi, the initial setting, lot number, and the patient information are not available at this moment. No further information has been provided by the hospital. We will update detail when the sales reps collect the information from the customer.